Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057 , implanted: (B)(6) 2017, product type screening device. Evaluation conclusion code pertains to lead interstim test screener cable (unknown).

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported the patient had pain in the vagina, and her gauze was full of blood. The patient was to call her healthcare professional (hcp). Additional information from the patient on (B)(6) reported they were on 1.9 and they did not feel stimulation. The patient tried to turn stimulation up on her own but could not, but was able to turn it down to 1.8. The patient then tried to turn stimulation up again and got the error message to call her clinician. The patient attempted to troubleshoot, but the patient was showing improvement on the last call, so they were unable to change sides and the controller would not the patient turn stimulation up were it could be felt. It was noted the patient began the trial on (B)(6) for urge incontinence. Additional information from the patient on (B)(6) reported the controller lost connection to the ens. Additional information from the patient on (B)(6) reported the device was completely not working, and she planned to talk to her hcp on (B)(6). Additional information from the manufacture representative (rep) on (B)(6) reported the healthcare professional (hcp) shared that the wires had pulled out of their original spot, thus in the hcp¿s mind creating the issue. It was resolved by pulling on the wires. Additional information from the rep on (B)(6) clarified the wires had pulled out from their original sport was referring the leads migrating from their original spot. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported on (B)(6) that the patient tried to change the controller from 1.9 to 2.0 but could not get it to change. The patient stated that it went back to 1.8 and the following message came up, "cannot provide your desired settings-call your clinician". The patient mentioned that a couple hours later she called to see to see if someone could help her but they couldn't and she was told to call the doctor's office. It was reported the patient got buzzed or shocked in her vagina three different times and it was enough to make her jump. The patient noted that she was walking at the time. The patient also mentioned that she received a call to get the information from her diary and was told that she would get help with the controller. The patient was told to change sides and they had her go from 1.8 down to 0.0 and then change sides. The patient reported that she could not get it to go higher than 0.1 and the same message came up about calling the clinician so the controller did not work on (B)(6). The patient stated on monday, (B)(6), she called the doctor's office and they contacted the manufacturing representative and they decided that she could go ahead with the permanent device procedure. The patient noted that using the device for only two days proved it had worked for her. There were no further symptoms or complications reported or anticipated.